Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the meter and pump time and date were at times incongruent. This issue reportedly did not occur with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A timekeeping accuracy test was performed and the pump maintained time accurately for five days; however, the time and date reset to default settings when powered off for one hour. The pump case was opened and the internal clock battery was observed to be leaking.